Manufacturer narrative:
This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Product event summary: the ventricular assist device (vad) (unknown serial number) was not returned for evaluation. Review of the manufacturing documentation and the service history could not be performed since the device serial number is unknown. The reported event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, possible root causes of the reported event may be attributed to multiple factors including but not limited to normal wear over time, improper handling, design issues and/or exposure to uv light. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized after arriving at the clinic with damage to the outer sheath of the ventricular assist device (vad) driveline cable. The driveline was repaired with silicon rescue tape. The vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q3 2025 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.